Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a biceps surgery the screw broke during insertion. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1915ft-1/ batch 15090431 was received for investigation. Visual evaluation noted that the corkscrew had damage along the threads. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.